Manufacturer narrative:
Plant investigation: the reported symptom code (blank screen) was confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel touch screen remained blank. An internal inspection of the cycler found transformer (t1) on the ¿inverter board¿ to be burnt. The inverter board is located on the rear of the touch screen. A known good inverter board was installed and the touch screen became operational. Removed functioning inverter board from the touch screen at the completion of the investigation. There were no other discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported by a peritoneal dialysis (pd) patient that the liberty cycler received a blank screen during step 3 of setup of the peritoneal dialysis treatment. The patient state that the ok and stop keypads were lighting up but the screen was blank. The patient was advised to discontinue use of the cycler. Follow up with the patient indicates that no treatment was missed and there was no complications experienced as a result of the alleged event.